Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A tapered screw-vent implant (tsvwb10) and an implant removal tool (irt) were returned with an abutment with a crown attached for investigation. Visual inspection of the returned implant identified damage and debris throughout the external threads. The neck and collar of the implant were damaged and found to be fractured. The irt showed signs of use and was engaged with the implant internal threads and was unable to be removed. As a consequence of the fracture and stuck condition, accurate measurement analysis and functional testing could not be conducted. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants - 4869 rev 7-01/16. Information identified: contraindications, warnings, precautions, breakage per the applicable IFU, under sections: breakage, implant fractures can occur when applied loads exceed the normal functional design tolerances of the implant components. Potential overloading conditions may result from significant bone loss (e.g. >3 mm), deficiencies in implant numbers, lengths and/or diameters to adequately support a restoration, excessive cantilever length, incomplete abutment seating, abutment angles greater than 30 degrees, occlusal interferences causing excessive lateral forces, patient parafunction (e.g. Bruxing clenching), loss or changes in dentition or functionality, improper casting procedures, inadequate prosthesis fit, and physical trauma. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured. The driver is stuck in the implant. The reported complaint was confirmed as the implant was fractured and the irt was unable to be removed from the implant. A definitive root cause for this complaint could not be determined. Unique identifier (UDI) number not available. Email address unknown / not provided. Additional PMA/510(k) number - k011028 / k013227.

Event description:
It was reported that the implant was fractured and while attempting to remove the implant the irt became stuck in the implant.